Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two complaints that occurred during the same procedure. Refer to manufacturer report #3005099803-2010-00089, for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during a esophageal varicies bleed performed in 2009. According to the complainant, during the procedure, they used speedband superview super 7 multiple band ligator devices and the bands fell off the varicies. The patient was re scoped and the case was completed with an unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.